Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue iui ¿ female (left) ¿ bent pin was not confirmed. On 02-june-2026, lvp was received unboxed and with paperwork. External inspection revealed no bent pins found on the left iui connecter. Tamper seal is intact. Root cause ¿ no bent pins were found on the left iui connector. No fault found. No repair required. Device to be stored for future processing. Failure investigation report attached in salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had iui-female (left) - bent pin. There was no patient involvement.